Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a big round dark color red, raw/sore area under the right nipple the size of the electrode. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised putting a bandage over the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.